Manufacturer narrative:
(B)(4). Method: the returned humidification chamber was visually inspected for cracks. Results: a vertical crack was found in the chamber dome. The crack started at the base of the dome and ended at the centre port of the chamber. A lot check revealed no other complaints for this product. Conclusion: we are unable to determine the cause of the cracking, but it is likely that the chamber has been cleaned while the aluminium base was still attached. If the base expanded due to heat during cleaning, it could create enough stress on the base of the dome to cause it to crack. Fisher & paykel healthcare's user instructions that accompany the mr370 chamber specify: "to prevent cracking, ensure that the water inlet port plug, and any other reusable components, are disconnected from the chamber before cleaning." The mr370 is a reusable device. (B)(4).

Event description:
A hospital in (B)(6) reported that an mr370 reusable humidification chamber had cracked after one month of use and this had occurred with seven other chambers as well. No patient consequence was reported.